Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer's blood glucose level was not impacted. The customer will temporarily revert to manual insulin injections to manage diabetes.